Event description:
It was reported that the patient pulled out mpu from wall while attached when he was in a hurry and needed to vomit. There were no symptoms or treatment done. The customer reeducated patient on proper use of equipment. The mpu had a locking cable.

Manufacturer narrative:
The sepsis is reported against the pump under MFR. Report #2916596-2019-04533. Serial number was not provided therefore UDI number is not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient admitted for sepsis, and had sharp rise in lactate dehydrogenase (ldh) (>2000, baseline 300s). The log file analysis showed that there was a no external power that looked like it occurred while on a mobile power unit (mpu). The relative state of charge (rsoc) voltage was reading in the 12v range. A drop to 2.8 lpm in the flow was observed, which did recover immediately. There were no other unusual events seen within the log file.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log files. Log file 89180931 contained approximately 39 days of data (09aug2019 ¿ 16sep2019 per the timestamp). Log file 8b211407 contained approximately 47 days of data (05oct2019 ¿ 21nov2019 per the timestamp). The log files captured no external power alarms at 21:28 on 15sep2019, 7:54 on 08oct2019, 8:43 on 04nov2019, 20:34 on 09nov2019, and 11:54 on 12nov2019 due to temporary losses of power while connected to the mpu. The account indicated that these alarms were caused by the patient unplugging the mpu from the wall. The system controller backup battery supplied power to the system during the losses of external power. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The alarms resolved when power to the mpu was restored. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit throughout the log files. Additional information provided stated that the mpu has a locking ac power cord, and the serial number of the mpu is mpu is (B)(4). The patient was reeducated on the proper use of equipment. There were no patient symptoms due to the losses of external power. The root cause of the reported event was determined to be a loss of ac power caused by the patient disconnecting the mpu from the wall outlet. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was provided on 26nov2019. The requested a log file review since there were a multiple losses of external power was noted. The patient states he only heard 1 of the alarms. The patient's mpu has a locking mechanism. Manufacturer technical services reviewed the log file and observed no further external power after 12nov2019 and the lvad was working as intended. Additional information received on 03dec2019 stated that the patient pulled out mpu from wall while attached when he was in a hurry and needed to vomit, which caused the no external power. The patient was reeducated on proper use of equipment. No further information provided.